Event description:
It was reported that on (B)(6) 2013, the physician completed an uneventful novasure endometrial ablation procedure. On (B)(6) 2013, the patient was admitted into the hospital with hyperthermia and group b streptococcal (gbs). Treatment included intravenous (IV) amoxicillin and she was discharged on (B)(6) 2013 with "rocephin IV 2g/d 10 days." On (B)(6) 2013, the physician reported the "patient was fine." On (B)(6) 2013, the patient was treated with "flagyl for clostridium [difficile] (presumably resulting in the destabilization of the intestinal flora by antibiotics)."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Manufacture date for the rf controller: (B)(6) 2009. Device history record (DHR) review was conducted for the radio frequency controller serial number (B)(4). No relationship can be established between DHR and current complaint. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Reference internal complaint (B)(4).